Event description:
Site contacted berlin heart ca on (B)(6) 2022 to report that the patient had elevated ldh levels, and the pump was exchanged due to concerns for hemolysis. (B)(6): plasma free hemoglobin - 60. (B)(6): plasma free hemoglobin - 150. (B)(6): ldh - 826. (B)(6): ldh - 2084. Normal values for the site: ldh 192 - 321. Plasma free hemoglobin <30. Pump maintained completed fill and ejection. Site reported there were neither acoustic nor visual abnormalities associated with the blood pump.

Manufacturer narrative:
The excor blood pump, s/n, (B)(4) on the patient at the time of the event was in use from (B)(6) 2022 until (B)(6) 2022 (132 days). We have reviewed the production records of the excor blood pump, s/n (B)(4). This pump was produced according to our specification. The patient remains on the berlin heart excor system. As of (B)(6) 2022 the ldh levels had returned to baseline, and the hemolysis has resolved. A detailed investigation report will be provided as soon as it is available.

Manufacturer narrative:
No abnormalities were observed upon initial examination of the returned pump. The blood pump was then tested for functional performance and the pump performance was within specifications. The pump showed complete fill and ejection. No impairment in functionality, nor any defect were found. No vibration of the valve leaflets was detected. No squeaking or chirping noises were detected during testing. Previous analysis has shown that the squeaking or chirping sound of the blood pump valve results from vibration of the leaflets. Since no squeaking or chirping sound and no vibration of the leaflets was observed, correlation between the pump function and the increased hemolysis values of the patient could not be determined. This hemolysis event was resolved as of (B)(6) 2022, as the patient's ldh levels returned to baseline after the pump change on (B)(6) 2022.